Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture . Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, red biological tissue on the shell, and crease flat. A microscopic analysis was performed which identified: a sharp opening on posterior and a sharp opening with non-penetrating nick near of the opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. A sharp opening on posterior assessed as surgical impact.

Event description:
Physician reported left side implant "mobile." Follow up findings revealed the "mobile" device was not caused by the implanted. Healthcare professional reporting a bilateral exchange from textured to smooth implants due to the patient's concern with the product. Patient reported rupture, healthcare professional reported capsular contracture baker grade unspecified. Device has been explanted.